Event description:
Bayer case number: (B)(4) pain in the pelvic / significant pain [pelvic pain female] pain in the sacroiliac regions [pain sacroiliac] hair loss [hair loss]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 26-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in the pelvic / significant pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), sacral pain ("pain in the sacroiliac regions") and alopecia ("hair loss"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to pelvic pain, sacral pain or alopecia. The reporter commented: comments: significant pain. Patient¿s current status: not specified. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.